Manufacturer narrative:
The customer performed troubleshooting over the phone with beckman customer technical support and determined the mixing bar was not spinning. The customer replaced the mixing bar to resolve the issue. The customer verified the analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low sodium (na) patient results for two (2) patients on their au480 clinical chemistry analyzer. The low results were not reported out of the laboratory. The customer repeated the patient samples and obtained results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for two (2) patients.